Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned passeo-18 revealed a longitudinal burst with a length of about 33mm in the cylindrical part of the balloon. The further microscopic analysis showed several scratch marks on the balloon surface close to and parallel to the tearing edge.on the provided angiographic pictures the very tight 95% stenosis in the cephalic vein is seen followed by two successful inflations of a balloon in the non-tortuous part of the vein. The next sequence shows that the balloon is constricted during inflation in the tortuous lesion. The actual burst of the balloon is not recorded. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Due to the scratch marks in close vicinity to the tearing edge it is assumed that the balloon burst was most likely induced by the patient's anatomy.

Event description:
A dialysis fistula stenosis pta was performed with the passeo-18 balloon catheter. The balloon ruptured during the inflation at 7 atm. The patient is a (B)(6) male.